Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B) (6) 2010 alleging an error 1 message. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter. The pt mentioned that he obtained the error 1 message on the morning of (B) (6) 2010. On the afternoon of (B) (6) 2010, he was not feeling well and had to self treat with an extra pill of metformin. He usually takes the pill twice a day. After taking the pill, he claims he started to experience low sugar; therefore, he had to eat some food. The pt did not seek any further medical attention or contact his physician for assistance. Customer care advocate (cca) was unable to resolve the issue and sent the pt replacement products. No further clinical info was provided. It would have been helpful to know what kind of readings the pt had obtained prior to the error 1, how long symptoms lasted and what specific symptoms he had been experiencing. The complaint is being reported since the pt alleged that due to the error 1 message, he later developed symptoms as he claims of low blood glucose and had to self-treat with food.